Event description:
Patient was undergoing a mitral valve in valve procedure with the edwards sapien 3 device. Sentinel was placed in the carotids via the right radial artery with no issue. Pacing wire was placed in the rv with no issue as well. Transseptal puncture of the patient from the ra to la went smoothly under tee guidance. Amplatz wire was used to access the lv and exchanged through a pigtail with the safari wire. The safari wire looked like it was in the mid lv in a stable position throughout the procedure. While ballooning the septal puncture, the patient was observed to have ECG changes; st elevation in the ECG. The doctors quickly deployed the sapien valve and deployed an asd closure device. They proceeded to take a coronary angiogram to check on the coronary arteries. Both left and right side arteries had good flow. However, on echo they realized that there was some pericardial effusion. They could not pin point where the effusion was coming from. The physicians proceeded to do a pericardial tap but was unsuccessful as there was no good position to puncture and drain the effusion. The surgeon stepped in to do a cut down on the pericardial space. After the surgery, patient remained stable. On (B)(6) 2022, a CT was performed and the source of the pericardial effusion is noted to be from the lv. Thus, dr. Contacted me to let me know of the findings and concluded that it might have been the safari wire that had caused the perforation in the lv. Additional information received on (B)(6) 2022: how did the end user conclude that it might have been the safari wire that had caused the perforation in the lv'? Because there was only 3 things that went into the lv, the safari wire, the pigtail and the amplatz wire. The safari wire stayed in the lv the longest time. What other devices might have caused the perforation as there appears to be inconclusive evidence that it was the safari2 wire? Pigtail or amplatz wire. Was there any damage noted to the safari2 guidewire prior to use or upon withdrawal from the patient? No.

Manufacturer narrative:
It was reported that the product was disposed and is not expected to be returned for evaluation; therefore, no physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product final inspection tested at (B)(4) medical and was determined to be acceptable. As indicated in the device instructions for use warnings: do not torque this guidewire. Monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance. As indicated in the dfu, operational instructions, instructions for use: advance safari2 guidewire through the catheter under fluoroscopic guidance. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. At the time of this report there is no known malfunction related to the safari2 device. This report is being filed as a good faith measure based on the report that it might have been the safari wire that had caused the perforation in the lv. Cardiac perforation is a known potential adverse event associated with the safari2 guidewire and is listed in the device instructions for use (IFU). If any further relevant information is provided, a follow up medwatch report will be submitted.